Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse states that no blood stains were found. There was an alarm for iab circuit leak. Tested the use of the machine. It was found that after testing the machine for 1 hour, the machine gave a warning "leak in iab circuit". The fse tested the unit with a crm from another unit for 2 hours and found no issues. The unit was cleared for use after using a crm from another unit.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) had blood detected. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse states that no blood stains were found. There was an alarm for iab circuit leak. Tested the use of the machine. It was found that after testing the machine for 1 hour, the machine gave a warning "leak in iab circuit". The fse tested the unit with a crm from another unit for 2 hours and found no issues. The unit was cleared for use after using a crm from another unit. The fse later replaced the crm as well as the safety disk and 12v battery due to being overdue for replacement. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a